Event description:
The user received a questionable sodium result for one lipemic patient sample. The initial result was 132 mmol/l and was reported outside the laboratory. On (B)(6) 2010, the user airfuged the sample for 20 minutes and upon repeat testing, received a sodium result of 138 mmol/l. The user then repeated the non-airfuged sample a received a sodium result of 139 mmol/l. The user corrected the sodium result to 139 mmol/l. The patient was not adversely affected due to the event. The lot number of the sodium electrode was f53. The user declined a service visit stating she felt the issue was sample related.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The investigation determined the result after airfuge should be reliable. In the package insert, it is mentioned that:" (...) Grossly lipemic specimens should be cleared by ultracentrifugation". The sample was correctly handled by airfuge and it is assumed the second result (airfuged) was the correct one. The sample measured before airfuge contained too much lipids and this can lead to erroneous results. The falsely low result was reported and corrected. The patient was not treated based on this result. No adverse events were reported.

Event description:
It was reported that the 9900 system would not boot up. No patient injury was reported.